Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power, and evidence of moisture ingress was observed in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 04/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: the pump was returned with moisture in the battery compartment. A review of the black box indicated one power on reset occurred on (B)(6) 2016. A review of the black box also indicated call service 012, 052, and 054 alarms had occurred. The returned battery cap was able to secure and the pump powered on properly. The pump was exercised for 24 hours with no power interruptions occurring. The alleged intermittent power issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked, however leak testing did not reveal any leaks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.